Event description:
"A 10 year old patient with an implantable access port, for whom difficulties with the use of the left subclavian implantable access port appeared a little more than 1 year ago: cervical swelling when injecting the access port. Opacification performed then showing extravasation of contrast medium in the left cervical area in (B)(6) 2020. Chest x-ray in (B)(6) 2020 showing a section of the catheter in the left cervical region with an inter-segmental gap of approximately 2 cm. Indication for removal of chemotherapy implanted site (several postponements of intervention for almost 1 year due to the context of deprogramming in connection with the pandemic). Operation on (B)(6) 2022: extraction without any real difficulty of the catheter which seemed very old and fragile, but only about 5 cm of catheter were removed, corresponding to the catheter located upstream of the section at left cervical level. Removal of the implantable site also without difficulty. Chest x-ray in the recovery room to check the position of the downstream end of the catheter and then discussion with the interventional radiology team regarding the extraction of this distal end. Operation on (B)(6) 2022: removal of the distal end of the catheter from the access port, and migration of the fibrous sleeve into the artery of the lower lobe of the left lung with failure to remove the fibrous sleeve: partial occlusion of the artery. Operation on (B)(6) 2022: failure to remove the fibrous sleeve by several techniques: aspiration in the triever sheath, use of flow-triever discs, lasso."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k: 130576. Batch history review: we have checked the manufacturing file of batch nr l3134890 which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of access ports released in december 2012. Investigation results we did not receive the complaint sample for investigation. However, the collected information is complete and allows us to hypothesize that the catheter dysfunction may results from in a first step, to the presence of a fibrin sleeve around the catheter which could have led to the difficulties encountered for a year, then from the rupture of the catheter in two pieces, which is probabaly due to the long period of implantation and may be to pinch-off syndrome. The catheter rupture having taken place in the area. This hypothesis could be confirmed by the examination of the x-ray pictures. Conclusion: the catheter rupture and fibrin sleeve formation are known complications of access port long-term implantation, especially in young children. Indeed, as the patient grows, the distal extremity of the catheter moves and favors the formation of fibrin sleeves and other mechanical difficulties." The IFU (ix-3) informs the physician about the particular precautions to take with the children implanted with an access port. The complaint rate is low for this type of event is low. No corrective action is envisaged.